Event description:
Event 1 [redacted date] model: d138502 lot: 60000395: the transseptal catheter was not visible on the carto screen. The catheter was removed with no harm to the patient. Event 2 [redacted date] model: pentaray -d128208 & soundstar-10439072 lot: pentaray -31369354l & soundstar - g4140252: both the pentaray mapping catheter and the soundstar eco ultrasound catheter registered a sensor error after being placed into the patient. Both catheters were removed and replaced with no harm to the patient. Event 3 [redacted date] model: d134805 lot: 31379137l: high impedance from the catheter after placed into the patient. The catheter was removed and replaced with no harm to the patient. Event 4 [redacted date] event: d128208 lot: 31404605l: there was a flushing error/occlusion on the pump with the pentaray mapping catheter. The catheter was removed with no harm to the patient.